Event description:
It was reported that during a surgical procedure, the patient's health care provider (hcp) had "difficulty" placing the patient's lead midline. The hcp reported that the lead was migrating to the left or the right after being placed. The hcp stated they would "add a 1x8 on the one side and will just use the left side of the paddle." The patient's information was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.